Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the left eye of a male patient, the intraocular lens (iol) misfired and the haptic was bent/broken. The lens was replaced with another lens same model and dioptre. No incision enlargement reported. No further information available.

Manufacturer narrative:
The cartridge was not returned to the manufacturing site, therefore product testing could not be performed and the customer''s reported complaint could not be verified. Manufacturing records review:the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received.labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device.as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.all pertinent information available to abbott medical optics has been submitted.